Event description:
A customer contacted beckman coulter inc (bec) stating that two coulter prepplus2 instruments were demonstrating level sense issues where flow count reagent was not being aspirated. The customer stated that both of the instruments had flow count aspiration issues and that occasionally their probes were stopping outside the flow count bottle and aspirating air instead. No erroneous results were reported outside the laboratory. The samples were analyzed on the customer's coulter fc500 instrument and the samples were invalidated during the sample analysis run. There was no affect to patients. This report documents the second prep plus 2 instrument (serial number (B)(4)) which was a loaner instrument from bec to the customer (while the primary unit was returned to bec for servicing). Per customer, this unit also had problems detecting blood in specimen tube in addition to flow count detection. Prepplus2 serial number (B)(4) which was demonstrating level sense issues where flow count reagent was not being aspirated has been documented in a separate MDR report (1061932-2012-00874).

Manufacturer narrative:
The customer stated that controls were run before and after the incident with passing results. Data provided showed an erroneous result for lymph count and its subsets (cd19, cd8, cd4, and cd3) but was not reported outside the laboratory. A field service engineer (fse) went on-site and found no aspiration problem on the returned unit (serial number (B)(4)) only that the screw was too short at level of insulator box. The short screw did not contribute to the reported event. This unit was later returned to the customer and they have since not had any flow count problems. The occasional level sense issue in both instruments and the blood detection issue for the loaner instrument are unknown and are currently under investigation.